Event description:
The pt reportedly experienced a decrease in progress. Programming adjustments were made. The pt's parents did not observe an improvement in the pt's performance. Testing performed confirmed that the device was functioning. However, the pt's parent has requested removal of the c1 device. Surgery to explant the pt's device to be scheduled.